Event description:
Pt brought in for dermatology procedure 3/4/94. Results reported were normal pain and swelling post op. On 6/24/94 FDA visit to examine laser delivery system and maintenance records/program. Rptr's review of case notes did not show any adverse effects. On 9/23/94 risk management contacted by attending physician (who was also the treating physician) that the pt had experienced "full thickness scars on her neck, very visible, also post-inflammatory pigmental spots. Currently undergoing chemical peel to reduce scarring." After event MFR announced new protocol for dermatology procedures. New recommendations are for 12-14 joules in the blue-green wave length. Pt was treated under the old protocol of 22 joules blue-green. Note: to date MFR has not supplied copies of the new protocol to rptr's medical center.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: labeling - user instruction manual. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: other. Invalid data - on device destroyed/disposed of status.